Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds. The ra lead was explanted. No additional adverse patient effects were reported.